Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient called back and she had mentioned again about the leads that were left behind. Patient tried to get a hold of the urologist that put in first time, had to have removed year or so later because had to have an MRI .she said the leads were left in because they were too deep and close to the sciatic nerve, and they don't want to touch her. She said she had an x-ray done then she said she didn't know maybe it was a CT scan. She didn't know. Patient said the rep explained right before she went into the surgery, because of leads left inside this is not MRI compatible. That was the reason had the surgery done. She has the old leads. The agent reviewed why they couldn't have an MRI with abandoned leads. No further complications were reported at this time. Additional information was received from the pat ient. They reported that they had their device removed today. Patient stated when they tried to get MRI done their handset stated their ins was not MRI compatible when activating MRI mode. Attempted to review again that lead fragments were determining MRI eligibility. Patient stated they had gotten a new ins that was supposed to be MRI eligible. Again attempted to explain lead fragments impact on MRI eligibility. Additional information was received from the healthcare provider (hcp). The hcp reported that they were seeing a lead remnant in imaging done this morning. The timing of the lead removal was not known by the call. The patient called later that day and reviewed the same information about the lead fragment. The patient said they needed an MRI of the spine and was unable to have the MRI this morning. The patient questioned why the lead broke. The patient was redirected to discuss with the surgeon. The agent reviewed MRI guidelines and redirected the patient to the managing physician regarding checking and assessing the lead fragment.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0q6g6; implanted: (B)(6) 2014. Product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 03-nov-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the lead breaking was not known. There was no patient harm associated with the lead left behind and there was no additional surgery planned to remove it. They reported that per imaging, the lead remained anterior to sacrum and access would be both difficult and unnecessary.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.